Event description:
It was reported that the customer was hospitalized with dka. Troubleshooting conducted during the phone call revealed the customer had changed the infusion set the day prior to the hospitalization and bgs continued to rise thereafter. It was determined that the pump was working properly. Customer was instructed to change set and advised of the two consecutive high bg rule.